Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the device got stuck with the guide wire and could not be removed, so the entire wire was removed. The procedure was completed using a different device. No patient injury was reported.